Event description:
This device came packaged with the device not intact. The tubing is cut just below the filter. Unfortunately only this segment was retained without the packaging. This event did not reach the patient and did not negatively impact a patient.